Manufacturer narrative:
One opened cannula in a body and lid in a zip top bag was received for the report that the cannula detached from the syringe and that a patient experienced vitreous hemorrhage during cataract surgery. The sample was visually inspected and found to be conforming with no foreign material inside the hub and tip of the cannula or damage to the hub threads. The returned sample was then attached to a new syringe, and the cannula wings tightened on the syringe properly. The returned sample was then functionally tested with a hub luer taper and mass flow water test. The sample was found to be conforming for all functional tests. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is not determined as the returned sample was conforming for all visual and functional testing. No further investigative or manufacturing actions are warranted at this time due to that the returned sample met specifications. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all manufacturer products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic cannula propelled off and a patient experienced vitreous hemorrhage during cataract surgery. The surgeon stabilized the patient¿s eye and cleared the vitreous hemorrhage. The current patient status is unknown at this time. Additional information has been requested, but none received till date.